Event description:
The complainant reported an impella cp was being setup and during setup, there were placement signal unreliable alarms. The pump was disconnected and primed using a backup automated impella controller (aic). The pump was primed and implanted without issues. Three hours post implant, they had the same alarm "placement signal unreliable". Audio was disabled for this alarm and support was continued. This complaint was created to document the aic exchange due to the placement signal issue. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.